Event description:
It was reported that the patient was admitted to the emergency room with a very low pacing rate. The right ventricular (rv) lead was oversensing t-waves. The lead parameters were reprogrammed and the t-wave oversensing was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2014. (B)(4).